Event description:
Patient reported "capsular contracture baker grade unknown and pain". Healthcare professional later reported "partially collapsed breast implant" and "possible rupture". Healthcare professional later reported" severe pain and capsular contracture, baker grade IV". This record is for the right side. The device was explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade IV. Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported "capsular contracture baker grade unknown and pain". Healthcare professional later reported "partially collapsed breast implant" and "possible rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture